Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose, which caused the device to fail for vibration. It was determined that worn and loose bearings normally create a situation where the cutter is not able to be inserted and thus, unable to function. If a cutter device was able to be inserted with this type of damage and the device was run, heat and vibration would have been created from the damaged bearings. These two issues were caused by the worn damaged bearings. Thus, the bearings were no longer in axial alignment creating vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cadaver laboratory, it was discovered that the attachment device was running hot. There was no human patient involvement as the device was used for cadaver purposes only. There were no reports of user injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.